Manufacturer narrative:
Additional information was received such as a4 - patient weight.

Event description:
Additional information received indicated that a surgery intervention occurred on 28 july 2020 wherein ipg pocket was revised and ipg was repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain and burning sensation at the ipg site due to the issue. In turn, surgical intervention may be pending to address the issue.